Event description:
A surgical technician reported a patient with dry eye, fluctuating vision, photosensitivity, and discomfort in corner of eye at lasik post-operative visit. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).